Manufacturer narrative:
The hemostatic valve of the 8x30 precise pro rx self-expanding stent (ses) was not screwed and the stent was exposed at the end of the sheath during the process of ¿debugging¿ the hemostatic valve. The y-valve remained fixed and an attempt was made to rotate the knob of the tuohy borst valve with more strength. There was no reported patient injury. The device was received and opened the y valve packed in the tray. The user prepared to tighten the hemostatic valve and continued to flush the guidewire cavity. The device was used in a carotid artery stenosis. The device was stored in the cath lab for 4 months. The device was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The anomaly was not noted prior to inserting the device into the patient. There was no damage noted prior to opening the device packaging. There was nothing unusual noted about the stent delivery system prior to use. The user failed to close the y-valve after flushing. There was no unusual forced used at any time. The stent had not been pre-maturely deployed. The target lesion was the left common carotid artery and the bifurcation of the internal carotid artery. The lesion was not calcified. There was no vessel tortuosity. There was 75% stenosis. The device was not used for a chronic total occlusion. The procedure was completed by using another precise stent. There was no reported patient injury. The device was returned for analysis and two pictures were also received for analysis. Per picture analysis: two pictures related to the reported failure were attached at the complaint file (B)(4). In one of the pictures the product label (lot: 17897332) is observed as well as the IFU. As part of second picture, it can be observed a precise pro rx catheter coiled inside of its pouch (lot:17897332). The stent of the unit can be observed partially deployed and the pouch seems open. No other details of the products can be noticed at the attached pictures. One non-sterile precise pro rx 8x30 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked. Per visual analysis, stent was deployed approximately 2 cm from the tip of the unit. Two kinks were observed on the body/shaft of the unit approximately at 67.1 cm and 67.5 cm from the strain relief. One kink was observed on the outer sheath approximately 124.4 cm from the strain relief. No other anomalies were observed on the unit. Per dimensional analysis, usable length and other sheath length of the unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Per functional analysis, an attempt to tighten the valve was performed, and the valve was tightened properly, neither difficult nor resistance was felt/experienced. A product history record (phr) review of lot 17897332 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿hemostasis valve (precise and smart) - unable to tighten¿ was not confirmed since the valve was tightened properly, neither difficult nor resistance was felt/experienced during the functional test. ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ was confirmed since the stent was observed partially deployed, as received. Nevertheless, the cause of the partial deployment of the unit, the kinks observed on the body/shaft and on the outer sheath could not be conclusively determined. Handling and or procedural factors such as vessel characteristics (75% stenosis) and user technique with the device (observed kink on the body/shaft and on the outer sheath) may have led to the kink and the reported events. The instructions for use (IFU) cautions users to inspect for signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Additionally, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prior to stent deployment, remove all slack from the catheter delivery system¿. Neither the phr review nor the product analysis nor the picture analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the hemostatic valve of the 8x30 precise pro rx self-expanding stent (ses) was not screwed and the stent was exposed at the end of the sheath during the process of ¿debugging¿ the hemostatic valve. The y-valve remained fixed and an attempt was made to rotate the knob of the tuohy borst valve with more strength. Additional information was obtained from the product evaluation stating that the stent was deployed approximately 2 cm from the tip of the unit. There was no reported patient injury. The device was received and opened the y valve packed in the tray. The user prepared to tighten the hemostatic valve and continued to flush the guidewire cavity. The device was used in a carotid artery stenosis. The device was stored in the cath lab for 4 months. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The anomaly was not noted prior to inserting the device into the patient. There was no damage noted prior to opening the device packaging. There was nothing unusual noted about the stent delivery system prior to use. The user failed to close the y-valve after flushing. There was no unusual forced used at any time. The stent had not been pre-maturely deployed. The target lesion was the left common carotid artery and the bifurcation of the internal carotid artery. The lesion was not calcified. There was no vessel tortuosity. There was 75% stenosis. The device was not used for a chronic total occlusion. The procedure was completed by using another precise stent. The device was not returned for evaluation.